Event description:
Information received a smiths medical cadd administration set tubing would not prime and stopped around air filter. Pump alarm displayed downstream occlusion. Two sets tried and the third set worked. Patient was receiving home visit with administration of vancomycin intravenous. No patient adverse events, as this would be a delay in therapy.

Manufacturer narrative:
H3: two administration sets from p/n 21-7346-24 l/n 3793888 were received in used conditions inside a plastic bag without their original sealed packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The bonding between the female luer and tube presented an obstruction. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. Due to the fact there are no lots for p/n 21-7346-24 programed to be manufactured in the near future, per previous complaints a review of the manufacturing process for p/n 21-7322-24 l/n 3912538 was conducted by quality engineer, in order to verify that there are no situations or practices that could create the reported event. The most probable cause is that the operator applied an excessive amount of solvent in the bonding between the spike and the tube. The reported issue was confirmed and traced to manufacturing.